Event description:
It was reported the patient had an implantable neurostimulator (ins) revision in (B)(6) 2010 where the ins was moved. There were no product issues alleged. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the ins revision was due to a major infection at the generator site about a week after surgery. No antibiotics were prescribed. There was pain and discoloration. The patient could barely walk, site was black as coal and the pain was unbearable. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).